Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted and the physician performed an atrioventricular nodal ablation. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for possible atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.